Event description:
A bug was discovered during testing internally in the MFR company. The bug was evaluated to have a pt risk.

Manufacturer narrative:
During development of nordicbrainex v2.1, datasets that can give rise to the described scenario are blocked upon loading. For nordictumorex, all customers have been informed and where possible encouraged to change to nordicbrainex.